Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a bulb evacuator failed to perform as intended. Incident occurred at the user facility. No injury or death was reported. No lot number, photo, or sample was provided for evaluation. Due to no sample and lot number, no further information is available on the product at this time. However, if a sample becomes available and any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a bulb evacuator failed to perform as intended. Incident occurred at the user facility. The item was in use and no injury or death was reported. This report was filed in our complaint handling system as complaint (B)(4).